Event description:
A customer (child) from (B)(6) compared blood results between the contour xt and contour meters, and the readings between them varied as much as 7mmol/l. The actual readings were not provided. Depending on the actual readings, the differences could fall in the "c" zone of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event.it was requested the test strips be returned for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
Model# and phone# were not provided.